Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the left side adductor is broken at the point where it connects to the chair.

Manufacturer narrative:
The device was evaluated by the returns department which found that the mounting bracket is broken.

Event description:
Provider states that the left side adductor is broken at the point where it connects to the chair.